Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter gave an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) attempting to follow-up with the patient. The cca was advised by the patient that at on (B)(6) 2015 at 7am the meter gave an unknown error message with "blood fill problem please retest". The patient was unwilling to state how she manages her diabetes. It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product. The patient claims she developed symptoms of "dizzy" 3 hours after the product issue at 10am on (B)(6) 2015. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed the patient was not storing the testy strips in their original vial. The cca was unable to walk through a retest as the patient did not have testing supplies. Patient refused replacement products. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.